Event description:
A pt wearing micropaq 408 went into drop-out [loss of central monitoring], so the hospital staff went to investigate and found the device hot to the touch with a hole burned into the front chassis. The pt was not harmed. The hospital staff noted that the pt was not in/near MRI and that both the pt and the device were dry.

Manufacturer narrative:
Eval: the device eval is not yet completed. A f/u report will be submitted when the eval finished.